Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the c-guide of the harvesting cannula of vasoview hemopro 2 broke during use, so its use was discontinued. Evh was then completed using another hemopro ii. The c-ring and the harvesting tool were advanced under the endoscope the first few times, but broke midway. The c-ring and jaws are not engaged. No dislodgement occurred. One of the fractured c-rings was reattached to the component. There was no procedural delay. No effects on the patient reported.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4) updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/09/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000511273 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.